Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws and a malformed clip was present. Then the device fed and formed seven conforming clips according to our mfg specifications. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. A batch record review was performed and no anomalies were found during the mfg process.